Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 132 mg/dl and became unconscious. Reportedly, the paramedics were called and customer was disconnected from the pump and given a shot of glucagon an da ham sandwich. Customer met with her health care professional and stated that the cause may have ben due to a neurological issue and is not pump or diabetes related.